Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion located was located in the moderately calcified superficial femoral artery. A 1.2mmx15mmx142cm emerge was advanced for pre-dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good.